Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the guidewire was difficult to be advanced into the left ventricular (lv) lead and was found stuck in the lead. After using excessive force, the guidewire was removed from the lead. A second guidewire was used to advance into the lv lead but was unsuccessful. The lead lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of guide wire could not be removed was not confirmed but ¿guide wire could not be advance again¿ was confirmed. As received, a complete lead without a guide wire, was returned in one piece for analysis. A test guide wire insertion test found obstruction/restriction at the distal region of the lead clogged with blood. Visual and x-ray examination found no anomalies at the guide wire obstruction region. Electrical testing found no conductor fractures or internal shorts. The cause of ¿guide wire could not be advance again¿ was isolated to inner coil clogged blood.